Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt lost stimulation and communication with his ipg in (B)(6) 2010. New charges and programmers were tried to no avail. The pt is planning on getting a replacement ipg. The ipg has not yet been explanted and returned to the manufacturer for evaluation. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.